Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed inaccurate readings; however, the receiver did alert when the patient went low. The patient's husband heard the low alert. He had their daughter call the paramedics as that patient had loss consciousness. The paramedics arrived, treated the patient intravenously. The patient regained consciousness in about 10 minutes. The paramedics observed the patient and asked her questions to be sure she was better, offered to take her to the emergency room, but she signed a waiver declining this. Patient's family gave her sugar and monitored her through the night. The patient had inserted the sensor at her hip on (B)(6) 2015 and did not calibrate after having an inaccurate reading. The patient is reported to be feeling fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the receiver data was not provided. The reported events cannot be confirmed. The dexcom user guide instructs to perform a finger stick reading after an inaccuracy and calibrate the receiver. Additionally, the dexcom user guide states that sensor placement and insertion is not approved for sites other than the abdomen. It should be noted that diabetes is a known cause of hypoglycemia and loss of consciousness. However, a root cause for the reported events cannot be determined.